Event description:
Pt was revised due to fractured tibia and loosening of the tibial component. X-rays necessitated by complaints of pain, revealed the fracture which went through the lateral pin hole that held the cutting guide in place during the primary surgery. There were no other contributing factors such as falls or trauma.